Event description:
Ous MDR-increased rv lead impedances were noted to be over 3200 ohm in both unipolar and bipolar. It had been around 900 ohm previously. All other measurements appear to be fine. An x-ray revealed nothing unusual. On (B)(6) 2014 the pacemaker was exchanged and this lead was capped.